Event description:
Pt reported the up button on the infusion device is defective. The infusion device was replaced and requested to be returned for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. A preliminary eval revealed the soft components of the housing were worn down heavily due to mishandling of the infusion device. Moisture entered the infusion device and damaged the electronics; therefore, the up button is always active due to the contamination and corrosion. Add'l info will be submitted when the eval is complete.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.